Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bowstringing and the implantable neurostimulator (ins) "slipped lower in the pocket." Environmental/external/patient factors that may have led or contributed to the issue were stated to include the patient having lost a large amount of weight. It was unknown if any diagnostics/troubleshooting were performed. A pocket revision occurred to reduce bowstringing and adjust the battery position. The issue was stated to be resolved at the time of reporting.